Event description:
The provider states, the release lever on the front rigging broke.

Manufacturer narrative:
The front rigging were 100% fully inspected and tested on the assembly line before packed, the provider states the release lever on the front rigging broke. We presumed that is due to impact on the release lever during transportation. During transportation, protect the wheelchair and rigging from impact. Responsible person: (B)(6); date: (B)(6) 2015.